Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the blade was vibrating excessively in the handpiece during the procedure. It was noted that the hcp used our shavers hundreds of times and knows how to troubleshoot. When the hcp reseated the blade, the problem did not go away. The hcp ended up not using the handpiece and just grabbed another one and started the case without any issues or delays. There was no patient impact. On follow-up, it was reported that the event occurred when handpiece was being used on a patient during the procedure for functional endoscopic sinus surgery (fess).